Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The reported device was received for evaluation; the event for blade breakage and becoming stuck was not confirmed during testing. The event for leaking was confirmed; evaluation found internal corrosion upon disassembly but no damaged components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the device reportedly leaked and had a blade break off in it. There was patient involvement; no patient impact.